Manufacturer narrative:
System analysis/service repair: the error code 3 was verified and found to be the result of a very low water level/lack of maintenance for 3 years. The systems reservoir was drained, refilled and preventative maintenance performed. The system was inspected, tested and verified to meet specifications.

Event description:
It was reported that the laser system would not stay on and that an error 3, watchdog fault appears on the screen. The physician was able to break up the stone and complete the case, however, needed to place a stent he hadn't planned on. Patient outcome: "good."